Event description:
It was reported during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure, the single use distal cover that was attached to the duodenovideoscope had fallen off inside the patient. The location the device fell into was unknown. It was immediately retrieved, and the procedure was completed. A crack was confirmed on the single use distal cover. There were no reports of patient harm. This is report 1 of 2.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h7, h9, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The returned distal cover was visually confirmed to have a crack in its bottom. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the connection between this product and the endoscope became unstable, and the distal cover cracked due to increased stress while it is in use. Chemical stress caused by chemicals adhering to this product caused the crack. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.